Manufacturer narrative:
Type of investigation not yet determined : a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) has a fiber optic malfunction. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was damaged. To fix the issue, the fse replaced the fiber optic connector, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.